Manufacturer narrative:
(B)(4). Upon completion of the DHR or sample/additional information becomes available; a follow up submission will be completed. DHR will be done.

Event description:
Patient had a pleural pleurx placed on wednesday the (B)(6). The district nurse reported to leslie that when she went to do the drainage procedure on the patient the tip of the drainage line broke and entered the catheter. It cleared the valve and is sitting in the catheter. She used the blue emergency clamp to prevent the catheter entering the chest and the patient was sent back to hospital. The general consensus is that the catheter should be replaced. We are awaiting further information from the hospital as to outcome. On (B)(6) 2017 per customer: the patient has not had the catheter replaced as the physician was able to extract the tip from the valve. The valve was undamaged and so far seems to be working normally. No additional patient injury or intervention once tip was removed apart from the distress the patient suffered in having to return to the hospital. The bottle and its drainage line were disposed of as it was contaminated with patient fluid and the district nurse disposed of it per protocol.

Manufacturer narrative:
Pr 176262 our quality engineers conducted an internal review of the history files for the reported lot number manufactured on 20feb2017 and confirmed procedural and functional requirements needed for the product to be released were met. Regrettably, as samples were not provided for analysis, failure mode could not be confirmed. As a root cause could not be established; a formal corrective action will not be initiated at this time. Customer complaint trends are evaluated on a monthly basis. If the trend of a specific type of complaint warrants a formal corrective action, resources will be assigned at that time. This issue will be tracked and trended. Sample not returned.